Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the design evaluation. Unique identifier (UDI) # (B)(4).

Event description:
It is reported the first choice and back up implant fit the skull model, but did not fit the patient. The implant had to be modified; a surgical delay of 45 minutes was reported.

Manufacturer narrative:
The implant dimensional analysis scan performed on the first choice (fc) and backup (bu) implants as part of the finished part inspection process were reviewed. The scans determined that both the fc and bu implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. The skull model with bone removal necessary and one with the necessary bone removed for proper implant fit were produced. It was determined that if all the necessary bone that needed to be removed was not completely removed then the implant would not fit properly. The complaint could not be verified as the implant was not returned and there were no intraoperative pictures of the fit issue provided. The most likely underlying cause of the complaint is the bone removal not being followed. There are no indications of manufacturing defects.